Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were unspecified issues with two (2) clearlink secondary medication sets. The reporter indicated that the sets may have been leaking or not flowing, but did not provide further information. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.